Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The patient's school nurse reported via phone call that the insulin pump had a blank display, and that a battery change would not resolve the issue. The patient's blood glucose at the time of incident was 410 mg/dl. The nurse treated via 12-unit manual insulin injection. During troubleshooting, the nurse was able to resolve the issue by cleaning the battery cap contacts and changing the battery. The display returned. A self test was performed and completed. The insulin pump was not returned for analysis.